Event description:
Patient presented to the physician with an infection at the neck incision site. Upon examination, it was noted that the stimulation lead was migrating superficially toward the skin. Cultures were obtained, and the results were positive for gram-positive flora and cutaneous flora. Physician prescribed antibiotics.